Event description:
It has been reported to philips that the wireless footswitch was not connecting wirelessly. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips has confirmed that wireless foot switch defective. Fse identified that the status of the error led indicator on the base station was red and the and the base station led is off. To resolve the issue, the fse replaced the wireless foot switch and base station. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022). The correction has been implemented at the customer and the system was returned to use in good working order. The codes were updated based on the investigation outcome.